Event description:
Customer reported a saturation fault. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib battery and reloaded calibration files. System operates as intended.